Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument tube adapter broken to be related to the customer reported complaint. The instrument was found to have an instrument tube adapter broken. There were two broken pieces that were not returned, measuring roughly 0.064" x 0.096" and 0.062" x 0.091" in size. A review of the provided image was performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: the mcs instrument exhibited damage to the over molded seal adapter component. Although from the angle the picture is taken, it is difficult to see if there are any missing fragments. The disposable mcs tip accessory gets installed over the adapter component, and would cover the damaged area. Unless the complaint reported that the disposable mcs tip fell off into the patient, the risk for fragments of the adapter falling in the patient is very low.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the monopolar curved scissors instrument had damaged to the end of the arm. The instrument tip was chipped. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors instrument distal end of the shaft was broken. The instrument was inspected prior to use. There was no surgical task being performed when the issue occurred. There was no fragment fell into the patient. The procedure was completed robotically with no reported injury.